Event description:
The pt was revised due to a fracture of the medial tibial plateau causing loosening of the tibial component.

Manufacturer narrative:
Review of info provided did not find any indication of product contribution to the need for surgical intervention. No product was returned. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. No further investigation was determined to be necessary. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.